Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), dysmenorrhoea ('bleeding pain') and abdominal pain upper ('constant pain ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea (seriousness criterion medically significant), abdominal distension ("stomatch bloating") and abdominal pain upper (seriousness criterion medically significant). At the time of the report, the perforation, dysmenorrhoea, abdominal distension and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, dysmenorrhoea and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)- bleeding pain, perforation, constant pain, stomach bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("bleeding pain"), abdominal distension ("stomatch bloating") and abdominal pain upper ("constant pain"). At the time of the report, the perforation, dysmenorrhoea, abdominal distension and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, dysmenorrhoea and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)- bleeding pain, perforation, constant pain, stomach bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.